Event description:
After placement, patient was brought back to ep lab with bradycardia and malfunctioning of the right ventricular lead as it was not capturing. A venogram was done to ensure patency of left subclavian. It was very tortuous, but patent. The area of the previous incision was liberally infiltrated with 1% lidocaine and the incision was opened. The pacer device was removed. The lead was in a very similar position, but because of patient's abnormal anatomy and the apex being lifted there seemed to be some compression of the lead that could have explained why at times the capture would be good and at other times it would be intermittent. The sutures were removed from the rv lead and a stylet was placed. The cardiologist revised the lead into a different position. The numbers looked good. The rv lead was tested and everything looked fine. The pocket was then flushed with antibiotic solution and then re-attached to rv lead with the ra lead to the pacer device. When cardiologist was about to suture, there was a problem with the lead again, causing him to reopen the lead. The patient began having issues with breathing, secondary to his very severe sleep apnea. At this time, there was a concern for respiratory arrest. A code was called. Patient's response was noted and anesthesia intubated the patient. Cardiologist then removed the previous device, but in the process the right atrial lead got damaged and cut. Cardiologist then had to explant the right atrial lead. He obtain access again, which was very difficult, and then ended up removing the previous rv lead as well. Both leads were explanted. Cardiologist got access but, because of difficulty of the access and the vertical nature of the stick, he was unable to pass a 7 french sheath when using an 8 french dilator. Therefore, with one lead/one stick, he retained twp guidewires. One guidewire was attached to a sterile drape over the lower guidewire. He then passed a 7 french sheath. Cardiologist was able to get that past and then placed a new rv lead into the area of the lower septum. The lead integrity was tested. Adequate pace mapping was used to ensure an adequate sensed r-wave. The lead was screwed into place. The integrity of the lead was tested to ensure adequate pacing, sensing, and threshold function. With high output pacing, no diaphragmatic stimulus was present. The sheath was then split and the rv lead was securely attached to the pectoralis fascia. Attention was then given to the right atrial lead. Over the remaining guidewire, cardiologist attempted unsuccessfully to place another 7 french sheath. He then tried multiple different sheaths and finally was able to get a 9 french sheath down. While placing the right atrial lead in what appeared to be the right atrial appendage, pacing of the lead caused the patient to go into a ventricular arrhythmia. Cardiologist stopped pacing and tried to reposition it, but the patient was not doing well. Cardiologist was unable to adequately position a good right atrial lead secondary to patient's anatomy and enlarged size of the heart. The patient's blood pressure was dropping. Patient was on dopamine, but bp continued to decrease and there was a concern about perfusion pressure. Another code was called. During this process, the patient became pulseless and had pulseless electrical activity, which was being paced from the device. The patient underwent CPR, during which he continued to have no pulse. Eventually, cardiologist noticed what appeared to be ventricular fibrillation. He held compressions and shocked the patient. The patient then went into a perfusable rhythm of sinus tachycardia to atrial fibrillation and he did regain his pulse. Patient suffered an anoxic brain injury secondary to asystole, and expired a few days later.what was the original intended procedure?dual-chamber permanent pacemaker implantation.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.